Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that her husband had helped her pull out, with tweezers, a wire from her abdomen. Pt believes there could be a remaining fragment will lodged in her skin. At the time of her call to dexcom technical support, pt states that she experiences no discomfort but still feels the wire fragment in her skin from time to time.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.